Event description:
Customer reported images were not saving or recalling. No pt injury was reported.

Manufacturer narrative:
A ge rep reloaded system and reformatted cine drive. The system operates as intended.